Event description:
The customer stated they were getting "chem n/a" error messages on their velocity instrument. When the customer cleaned the strip provider module there was 5 chemistry pads separated from the chemistry strip. There were no erroneous patient results generated or reported out of the lab.

Manufacturer narrative:
Customer technical support (cts) sent customer a replacement set of strips. The root cause of this event has not been determined to date. (B)(4).